Event description:
Patient had line inserted femoral for a week. Tpn and lipids were administered only. Nurse removing line, snapped with 10cm left in patient, where it retracted back in requiring micro surgery to remove.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.